Manufacturer narrative:
D9: date returned to mfg 5/2/2024, h7 and h9 were updated. One device was returned for evaluation. Visual inspection revealed the bottom case cracked under the l-bracket. The event history log was unable to be reviewed due to no power. Functional testing was unable to replicate the reported issue was the pump would not power up. The root cause was unable to be determined. The battery was replaced as a preventive measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reproved the device exhibited a battery communication error. The event occurred during testing. There was no patient involvement.